Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery intermittently depleted quickly, and subsequently the pump shutdown. Customer's blood glucose (bg) level was high; however, a bg value was not provided. Customer delivered a bolus to address bg level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.